Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's drg system leads migrated. Reportedly, the patient was not receiving stimulation therapy from the l1 lead. Surgical intervention was taken and the lead was replaced to address the issue.